Manufacturer narrative:
Additional evaluation was performed by biolife's chief medical advisor.

Event description:
Pressure injury on a patient: female patient 27 week iugr. (B)(6). 1.4 french PICC place in the left saphenous vein on (B)(6) 2020. Statseal over insertion site dressing change on (B)(6) 2020 after concerns of puffiness / edema of the lower extremities. Pressure injury found and stage (stage 3). Patient had been on dopamine, tpn and il. H/o fluid and electrolyte boluses. Surgery consul for abdominal distension on (B)(6) 2020. Initiated keracele ag silver dressing over the wound and covered with mepilex border dressing. As (B)(6) 2020, wound is healing well and dressing are change twice a day.